Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the scope was detached from the coupler/adapter due to loosening/falling off or breaking of the coupler components. Additional evaluation findings are as follows: 1.) Switch #2 failure found; 2.) Labels in the head cover noted missing and arrow at coupler noted faded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device was not connecting and was white balancing on its own; the device was returned to olympus for repair. Upon inspection and testing of the returned device, it was determined the scope was detached from the coupler/adapter due to loosening/falling off or breaking of the coupler components. This report is submitted due to the finding that the scope was detached from the coupler/adapter due to loosening/falling off or breaking of the coupler components. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the function of the camera head was not recognized by the camera control unit due to a failure of the focus ring and looseness of the coupler. The cause of failure of the focus ring and coupler could not be identified. Olympus will continue to monitor field performance for this device.